Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded high out of range shock impedance in the right ventricular (rv). In addition, the rv pace impedance is steadily increasing. The device was reprogrammed. No adverse patient effects were reported. This crt-d and rv lead remains in service.